Event description:
It was reported that this device could not be interrogated. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device could not be interrogated. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. It was reported that interrogation of this device was subsequently successful when the wand was repositioned. Additionally, tones were heard with magnet application. No adverse patient effects were reported.